Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon (B)(6) 2013, during a gastrointestinal tract stenting procedure. According to the complainant, the stent was being placed as a bridge to surgery for a 3 cm stricture due to cancer of the rectum. The surgery was to take place the week of (B)(6) 2013. The patient did not have tortuous anatomy. Reportedly, there were two stenosis at the sigmoid colon. During the stent placement procedure, the device was advanced into position and fully deployed. However; the physician noted that the stent deployed more proximal than desired. A second wallflex enteral colonic stent was successfully deployed at the distal site to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good, with a reported increase in quality of life. After the stent placement procedure the patient had x-rays performed on a regular basis; during a routine x-ray (date unknown) the first stent was noted to have migrated to the rectum. The patient had not experienced any pain or symptoms of migration prior to the x-ray. When observed through the endoscope the stent was noted to have migrated near the anus. The stent was successfully removed through the anus the week of (B)(6) 2013 (date unknown) without any issue. In the physician¿s assessment, the migration was due to a procedural error when the stent was placed proximal to the stricture.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Exact explant date is unknown; however, is was reported to have occurred during the week of (B)(6) 2013. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.